Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during drain 3 of 4. The home patient (hp) stated that they never disconnected from the machine and there were no leaks at any connections. The baxter technical service representative (tsr) had the hp cycle power twice to the "press go to start" prompt and had the hp disconnect and remove cassette from machine to discard the supplies. The tsr explained that a large amount of air had entered into the disposable set, and advised the hp to contact their dialysis nurse about missed therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).